Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker is suspected to have potential premature battery depletion (pbd). The device battery decreased from 2.5 to 1.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was obtained, the device was explanted and replaced. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.

Event description:
It was reported that this pacemaker is suspected to have potential premature battery depletion (pbd). The device battery decreased from 2.5 to 1.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Additional information: a1. Patient identifier.

Event description:
It was reported that this pacemaker is suspected to have potential premature battery depletion (pbd). The device battery decreased from 2.5 to 1.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this pacemaker is suspected to have potential premature battery depletion (pbd). The device battery decreased from 2.5 to 1.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Additional information: a1. Patient identifier.

Event description:
It was reported that this pacemaker is suspected to have potential premature battery depletion (pbd). The device battery decreased from 2.5 to 1.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.